Event description:
Device malfunction: premature, partial deployment. Time of malfunction: in the package. Symptoms/ae: na. It was reported that the xpert stent was found prematurely, partially deployed in the package. The device was not used and there was no pt involvement. A second xpert stent prematurely, fully deployed when an attempt was made to load it on the guide wire. This occurred outside of the body, and there was no pt involvement. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The second xpert stent (lot 451477) is being filed on a separate medwatch.